Event description:
Cracked leg in use facing the unit, the left rear leg cracked almost through causing the cosycot to tilt at a elight angle. No patient injury. The device is an infant radiant warmer (cosycot) which is mounted on a 4 leg base. Left rear leg cracked during use i.e. With a patient. Legs are made of glass reinforced plastic. Crack occurred near where leg joins the base, at this point, the base geometry and leg axle prevent the leg detaching. After the leg cracked, nursing staff continued to use cot overnight (2006) until base was changed.

Manufacturer narrative:
Evaluation summary:cot was examined and repaired on site by f&p staff. When provided for repair (for whcih the base and legs were replaced), the cot had the following accessories; ups, elevator base, two side shelves, single swing out drawer, o2 and air cylinders. Dual cylinder rack, high pressure gas manifold, olympic in-bed scales unit and short pole mounted monitor, maxblend low flow air/oxygen blender. From the above, it was determined that the cosycot was at its maximum load limit at the time of failure. If the side shelf and drawers were loaded to maximum stated values, then it is possible the cot has been loaded above the max limit for extended periods of time. This coupled with dynamic loading may have induced stress fractures in the leg stiffening ribs. Over time and under excessive loading, these fractures can develop into large cracks. When the leg cracks the cosycot warmer leans to one side by a few degrees. The crack occurred near where leg joins the base, at this point the base geometry and leg axle prevent the leg detaching (testing has determined that the leg always breaks in this same place). We are developing a CAPA project which involves determining the actual load to which customers are subjecting their cosycots. This will be used to develop a new strengthened leg design to accommodate these new customer requirements. We will be highlighting to customers the total load limit of 115kg (250 lbs) for the cot.